Event description:
It was reported that the ilet device exhibited intermittent unresponsiveness of the sleep/wake button, which persisted after a firmware update until the user removed the protective case, after which the device woke as expected. Investigation included remote technical support, device use troubleshooting, and user education. Further investigation of this case revealed that the protective case impeded proper activation of the wake button and that the device functioned when the case was removed. No adverse clinical effects reported. Outcomes included no reported impact on the user¿s health or need for medical care. It was concluded that the issue was consistent with mechanical interference from the external case rather than a device malfunction and continued monitoring by the user.